Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported). This report is submitted on november 30, 2023.

Manufacturer narrative:
Correction: there was no wound dehiscence for this patient as previously reported in the initial 6000034-2023-01881. Per the clinic, the patient developed an ulceration at the magnet site which was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on july 24, 2023.

Manufacturer narrative:
This report is submitted on june 15, 2023.

Event description:
Per the clinic, the patient developed an infection and wound dehiscence at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The patient also underwent a surgical procedure in order to drain the seroma (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.